Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was cracked. Reportedly, the reason for the cracked screen was unknown. Customer's blood glucose was not impacted. The customer continued to use the pump for insulin therapy but also confirmed that an alternate method of insulin therapy was available.